Event description:
Pt notified by letter to look for crack on bottom of accuchek comfort curve test strip vials. Pt called telephone care pharmacist to report that "they had disposed of the units with cracked bottom". Pt reported that their readings with strips from the crack vials were in the 400's. The pt had an alternate system that they used and their readings on that system were normal. Pt reported that they contacted roche. Wisely the pt did not take extra insulin due to the high blood sugar readings from the accuchek comfort curve.